Manufacturer narrative:
(B)(4).

Event description:
Upon follow up, symptoms were reported to be resolved.

Manufacturer narrative:
No UDI required due to this device was out of production prior to the september 24, 2014 UDI regulation date. The device history records (DHR) for the device was reviewed. The associated device was released based on company's acceptance criteria. Light sensitivity is a known potential consequence of refractive laser surgery. The root cause could not be determined conclusively. The manufacturer internal reference number is: (B)(4).

Event description:
An optometrist reported a patient presented with extreme light sensitivity while outdoors. This began 15 days after treatment and has not improved. Indoor lighting is not as bothersome. Patient started on a topical steroid. There are two related reports for this patient. This report addresses the patient's left eye and another manufacturer report will be filed for the fellow eye.